Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedances (sli) and a red alert was triggered for this. When the rv lead was checked in office, pacing thresholds were normal. It was recommended to increase the high, out of range sli alert value. A commanded shock was also recommenced in the future. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.